Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation primary with an unknown mentor gel breast implant and experienced postoperative capsular contracture (baker grade unknown) on an unknown side. Patient experienced pain after a car accident in 2017, and capsular contracture was confirmed by a physician on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Event description:
It was reported that a 23-year-old patient underwent a breast augmentation primary with an unknown mentor gel breast implant and experienced postoperative capsular contracture (baker grade unknown) on an unknown side. Patient experienced pain after a car accident in 2017, and capsular contracture was confirmed by a physician on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
In the initial report, the age was incorrectly reported in the event description as 26-year-old. The correct age is 23-year-old. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). An error was discovered in block b2 for the initial report, where "is life threatening" was incorrectly selected. The correct selection "is other serious" was determined per event description review.